Event description:
The customer reports that the spring wire guide kinked during patient use.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly and dilator for evaluation. The guide wire and dilator contained obvious signs of use in the form of biological material. Visual examination revealed the guide wire contained numerous kinks/bends along the body of the wire. The distal and proximal welds appeared fully intact and spherical. Visual examination of the returned dilator did not reveal any defects or anomalies. The prominent kinks in the guide wire body were located 40, 70, 220, and 375 mm from the proximal end. The outer diameter of the returned guide wire measured to be 0.800 mm which is within specifications of 0.788-0.826 mm per product drawing. The total length of the returned guide wire measured to be 600 mm which is within specifications of 596-604 mm per product drawing. The returned guide wire was functionally tested by advancing through the returned dilator and a lab inventory ars/introducer needle. Slight resistance was observed at the kinks and bends. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The instructions-for-use provided with this kit warns the user, "do not apply undue force on guidewire to reduce risk of possible breakage. Do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained numerous bends and kinks along the body. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports that the spring wire guide kinked during patient use.